Manufacturer narrative:
This supplemental report was submitted to provide additional information received from the user facility. It was reported that the user somehow accidentally removed some cables from the video tower and the olympus technical assistance center helped figure out what was the issue was. Once it was resolved, there was no need for further follow up. There was no further information. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
During troubleshooting the cabling on the back of the monitor was inspected and noted there was power but no video. The user was going from the video system (otv-s190) to the image hub (imh-20), then to the monitor. The sdi out cable did not reach the monitor, instructed to run sdi out of the video system directly to the monitor, but there was still no image. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but the user only provided that it is unknown if the user owned the device. A review of the monitors history indicates the hd lcd monitor was purchased on november 26, 2014 with no previous service records. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that the high definition liquid crystal display (hd lcd) monitor was producing no image from the visera elite video system.

Manufacturer narrative:
The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to handling as the cable was dislodged from the video tower.